Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6)2010 in pt's left eye. The lens was explanted on (B)(6)2010, due to excessive vaulting. Subsequently, the pt had narrowing of the angle and shallowing of the acd. The lens was exchanged for a shorter lens. See MFR# 2023826-2010-00959 for the right eye.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, (B)(4)